Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced cannula issue on (B)(6) 2023 as cannula was found bent. The patient had cannula issue with three infusion sets. The infusion set was in use for about one day and the site of insertion was abdomen. The blood glucose level was high (22-23 mmol/l) which was treated with correction bolus via pump. Patient replaced the infusion set and resumed insulin successfully. No further information available..

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.